Manufacturer narrative:
There were no parts replaced.

Event description:
The customer reported o2 not available alarm occurrence; the ventilator discontinues oxygen support. No patient information reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an o2 not available alarm occurrence. Patient involvement was reported, pending patient information.